Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter was displaying inaccurately high readings compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during (B)(6) 2012. The patient reported obtaining readings of ¿400-500 mg/dl.¿ the patient denied using any medications to manage his diabetes. The patient reported he made no changes to his usual diabetes management routine on the day of the alleged issue. The patient reported 10-15 minutes after the alleged issue occurred he developed symptoms of ¿sweating, loss of energy, incoherent.¿ the patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca discovered the patient¿s test strips were expired or stored improperly. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the meter issue the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.